Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass procedure, when the surgeon fired the device, the staple line looked jagged, that result to staple line bleeding. To resolve the issue the surgeon had to used clip to stop the bleeding and complete the case. In addition there was a tissue damage due to the product problem.